Event description:
During a suction procedure, the catheter dislocated from the suction valve. The nurse withdrew the catheter until she could remove the distal part from the tube with her finger. Then, for an unknown reason (as stated by the nurse), she cut the catheter near the 17cm mark. No patient injury or adverse event were reported.